Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain both proximally and distally of his femur.

Manufacturer narrative:
The complaint states srom revision. Pt underwent primary l cor/asr xl on (B)(6) 2006 and this was revised on (B)(6) 2013 to an srom construct. This was then revised on (B)(6) 2017 to a corail revision. All x-rays and stickers will be sent once complaint no assigned. After the srom revision pt was doing well but then started to complain with pain both proximally and distally of his femur. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.